Event description:
Related manufacturer reference number:3006705815-2023-04490. It was reported that followed a fall, the patient experienced ineffective therapy. Further investigation presented both leads to be fractured. As a result, surgical intervention was undertaken on (B)(6) 2023 where both of the leads were explanted and replaced with a penta lead to address the issue.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.